Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity"), perforation ("perforation of other organs") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted (lot no. 689930) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), allergy to metals ("hysterectomy after experiencing allergy to nickel"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device and allergy to metals were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. Lot number: 689930, manufacture date: 2009-11 and expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-mar-2023: quality safety evaluation of product technical complaint.upon internal review, seriousness criterium "medically significant" was added to event "perforation of other organs", which was reassessed as serious incident. Imdrf codes annexes e and f amended accordingly. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted (lot no. 689930) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), pregnancy with contraceptive device (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), allergy to metals ("hysterectomy after experiencing allergy to nickel"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), perforation ("perforation of other organs"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy with essure removal). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, pelvic pain, abdominal pain, back pain, genital haemorrhage, perforation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device and allergy to metals were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-feb-2023: summons received. Lawyer reporters, product lot number, insertion date, removal date, events: chronic abdominal pelvic, back pain, excessive bleeding, unintended pregnancy, migration of essure device to the abdominal or pelvic cavity, perforation of uterus, fallopian tube and other organs, allergic and autoimmune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("hysterectomy after experiencing allergy to nickel") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity"), perforation ("perforation of other organs") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient who had essure inserted (lot no: 689930) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy") and medical device monitoring error ("essure insertion & endometrial novasure ablation performed concomitantly"). The patient had a medical history of gravida in 2003 and cholelithiasis, rash, alcohol use, bronchitis, dermatitis, morbid obesity, rash, stress urinary incontinence, parity 1 and gravida I. Previously administered products included: oral contraceptive nos, aspirin [acetylsalicylic acid] and gentamicin. The patient had a family history of asthma (brother), asthma (self), blood pressure high (parent), migraine headache (sister), eczema (self) and diabetes (father & mother). Concurrent conditions were listed as morbid obesity, sulfonamide allergy, smoker, nickel allergy, cramp, nickel allergy, tonsillectomy, dermatitis, bronchitis, depression, cough, abnormal uterine bleeding, smoker, dysmenorrhea and abnormal uterine bleeding. Concomitant products included morphine, ondansetron, hydromorphone, venlafaxine hydrochloride, acetaminophen (paracetamol), ibuprofen, fentanyl and naproxen. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), embedded device ("essure embedded in mesosalpinx left side through serosa right side."), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pelvic pain"), allergy to metals ("hysterectomy after experiencing allergy to nickel"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). Essure was removed on (B)(6) 2016. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, hysterectomy with essure removal and novasure endometrial ablation). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device, embedded device and allergy to metals were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 58.471 kg/sqm. [Cytology] on (B)(6) 2009: the endocervical/transformation zone component is absent. Negative for intraepithelial lesion or malignancy; on (B)(6) 2011: the endocervical/transformation zone component is absent. Negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2010: the uterine cavity fills well. There is complete occlusion of the left fallopian tube by the essure coil in good position. On the right, the proximal portion of the fallopian tube fills. The fallopian tube distal to that is completely occluded. Venous extravasation was seen [pathology test] on (B)(6) 2016: abnormal bleeding post novasure. Pain secondary to essure coil placement. Query allergy, essure embedded in mesosalpinx left side through serosa right side. Clinical diagnosis: abnormal uterine bleeding, pelvic pain. Gross description: the right fallopian tube is serially sectioned and does not contain an essure coil. The left fallopian tube contains an essure coil which is exposed at the proximal portion of the fallopian tube and a portion of the essure coil is exposed on the surface of the fallopian tube. Photographs are taken. The essure coil is removed and the fallopian tube appears otherwise unremarkable grossly. Final diagnosis: uterine cervix with no significant histopathologic abnormalities. Uterine corpus with: ablated endometrium, intramural leiomyoma, unremarkable bilateral fallopian tubes. Diagnosis: endometrial curettings: suggestive of endometrial polyp [ultrasound abdomen] on (B)(6) 2021: there is no evidence of hydronephrosis or nephrolithiasis. Uncomplicated cholelithiasis. Moderate hepatic steatosis [ultrasound pelvis] on (B)(6) 2014: the uterus, ovaries and adnexa reveal no abnormality, no. Free pelvic fluid is seen. Lot number: 689930, manufacture date: 2009-11, expiration date:2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of essure device to the abdominal or pelvic cavity"), perforation ("perforation of other organs") and pregnancy with contraceptive device ("unintended pregnancy") in an adult female patient who had essure inserted (lot no. 689930) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: lack of drug effect ("unintended pregnancy") and medical device monitoring error ("essure insertion & endometrial novasure ablation perfomed concomitantly"). The patient had a medical history of vaginal delivery in 2003 and cholelithiasis, rash, alcohol use, bronchitis, dermatitis, morbid obesity, rash, stress urinary incontinence, parity 1 and gravida I. Previously administered products included: oral contraceptive nos, aspirin [acetylsalicylic acid] and gentamicin. The patient had a family history of asthma (brother), asthma (self), blood pressure high (parent), migraine headache (sister), eczema (self) and diabetes (father & mother). Concurrent conditions were listed as morbid obesity, sulfonamide allergy, smoker, nickel allergy, cramp, nickel allergy, tonsillectomy, dermatitis, bronchitis, depression, cough, abnormal uterine bleeding, smoker, dysmenorrhea and abnormal uterine bleeding. Concomitant products included morphine, ondansetron, hydromorphone, venlafaxine hydrochloride, acetaminophen (paracetamol), ibuprofen, fentanyl and naproxen. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device (seriousness criterion medically important), embedded device ("essure embedded in mesosalpinx left side through serosa right side."), genital haemorrhage ("excessive bleeding"), pelvic pain ("chronic pelvic pain"), allergy to metals ("hysterectomy after experiencing allergy to nickel"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, hysterectomy with essure removal and novasure endometrial ablation). At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, genital haemorrhage, pelvic pain, abdominal pain, back pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for pregnancy with contraceptive device, embedded device and allergy to metals were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 58.471 kg/sqm. [Cytology] on (B)(6) 2009: the endocervical/transformation zone component is absent. Negative for intraepithelial lesion or malignancy; on (B)(6) 2011: the endocervical/transformation zone component is absent. Negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2010: the uterine cavity fills well. There is complete occlusion of the left fallopian tube by the essure coil in good position. On the right, the proximal portion of the fallopian tube fills. The fallopian tube distal to that is completely occluded. Venous extravasation was seen [pathology test] on (B)(6) 2016: abnormal bleeding post novasure. Pain secondary to essure coil placement. Query allergy, essure embedded in mesosalpinx left side through serosa right side. Clinical diagnosis: abnormal uterine bleeding, pelvic pain. Gross description: the right fallopian tube is serially sectioned and does not contain an essure coil. The left fallopian tube contains an essure coil which is exposed at the proximal portion of the fallopian tube and a portion of the essure coil is exposed on the surface of the fallopian tube. Photographs are taken. The essure coil is removed and the fallopian tube appears otherwise unremarkable grossly. Final diagnosis: uterine cervix with no significant histopathologic abnormalities. Uterine corpus with: ablated endometrium intramural leiomyoma unremarkable bilateral fallopian tubes. Diagnosis: endometrial curettings: suggestive of endometrial polyp [ultrasound abdomen] on (B)(6) 2021: there is no evidence of hydronephrosis or nephrolithiasis. Uncomplicated cholelithiasis. Moderate hepatic steatosis [ultrasound pelvis] on (B)(6) 2014: the uterus, ovaries and adnexa reveal no abnormality, no free pelvic fluid is seen. Lot number: 689930 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. New events device embedded & medical device monitoring error were added. Medical history, concomitant conditions, concomitant drugs, new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("hysterectomy after experiencing allergy to nickel") in a female patient who had essure inserted for birth control. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: she's always been sensitive to metals. If anyone had told her about nickel before she was implanted she would have asked questions. Consumer's essure experience ended in a hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.